Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported patient did not bring her patient programmer. Caller reported patient indicated the stimulator is not working. No patient complications are anticipated or expected as a result of this event.